Manufacturer narrative:
(B)(4). Batch # p92881. The device was received with the I-blade lower tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, for the first device, the I-blade of the device broke and fell into the patient. The broken piece was retrieved from the patient laparoscopic and saved with the device. A second device of the same product code was pulled to proceed and after some bites, the jaws would not close, like the handle was stuck. A ligasure device was used to complete the procedure. There were no adverse consequences for the patient reported.